Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that device contamination occurred. The 85% stenosed target lesion was located in the right coronary artery. A 20 x 2.50 promus premier drug-eluting stent was selected for use. However, it was found that the internal package was leaking and the device sterility was compromised. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable.

Manufacturer narrative:
E1 initial reporter phone:(B)(6). The device was returned for analysis. No device issues were identified during visual, tactile, and microscopic analysis. The complaint is related to a sterility issue, and it appears that after noting the inner pouch was leaking, that the use of the device was discontinued. It was noted that the carton, inner pouch and tyvek pouch were open, there were traces of blood on the stent itself and the stent protector and mandrel had been removed. The allegation in the complaint was not confirmed.

Event description:
It was reported that device contamination occurred. The 85% stenosed target lesion was located in the right coronary artery. A 20 x 2.50 promus premier drug-eluting stent was selected for use. However, it was found that the internal package was leaking and the device sterility was compromised. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable. It was further reported that it was the seal on the inner pouch that was leaking.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that device contamination occurred. The 85% stenosed target lesion was located in the right coronary artery. A 20 x 2.50 promus premier drug-eluting stent was selected for use. However, it was found that the internal package was leaking and the device sterility was compromised. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable. It was further reported that it was the seal on the inner pouch that was leaking.